Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also stated that the patient was hospitalized twice.

Manufacturer narrative:
Event date: exact date unknown, event occurred in approximated a year ago.